Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer went to the emergency room and subsequently hospitalized in the intensive care unit due to diabetic ketoacidosis. The customers blood glucose level was between 400 mg/dl and 600mg/dl. The customer attempted to self-treat with a bolus via manual dose injection. During hospitalization, customer was treated intravenously with fluids of saline and insulin. The customer was released (B)(6) 2022, with issue resolved. Systems check with tandem technical support confirmed the pump was functioning as intended.